Manufacturer narrative:
The "used/damaged" vcare uterine manipulator was returned to conmed for evaluation on 26-jul-2016. Visual inspection found the cervical cup and intrauterine balloon were completely detached from the manipulator tube. The vaginal cup and locking mechanism remained intact on the device. The intrauterine balloon had pulled over into itself, most likely due to the force of the cervical cup detaching. It was also noticed that the locking mechanism was tightened onto the manipulator tube when received. This may indicate that the locking mechanism was not released prior to removal, as instructed in the instructions for use (IFU). Measurement of the returned components confirmed all dimensional were within specifications and this complaint investigation did not confirm nor identify any manufacturing or part defects. Based on received information, it is believed that this reported incident is user related due to misuse of the device. Removal of the specimen (uterus) is not one of the documented indications for this device. In this instance, the damaged condition of the returned components suggested that the most likely cause of this reported problem is use related as evidence of the locking mechanism was not released prior to removal of the device. This lot was manufactured on 09-mar-2016. A review of the device history record for this lot found no ncr's and no notes of deviations or discrepancies during the manufacturing process that could have caused or contributed to the reported of component detachment. Of the lot containing (B)(4) units, there has been only this complaint received for device breakage from this lot. A 2-year review of product history for this device family showed a total of 17 complaints of "cervical cup detachment". During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). It should be noted, of the 17 reports of component detachments, there has been only one (1) report in which a revision surgery was performed to remove a retained foreign object. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. This type of failure mode is addressed in the risk documents and the safety risk has been found to be acceptable. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions, as well as removal instructions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup from the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (intrauterine balloon; cervical cup; vaginal cup, locking assembly, and thumbscrew) have all been retrieved from the patient.

Manufacturer narrative:
The return of the device to conmed corporation for evaluation is anticipated; however, has not been received to date. A supplemental report will be submitted on completion of the quality engineering evaluation.

Event description:
The user facility reported by mw5062617 that during use of a conmed vcare vaginal-cervical retractor-elevator 60-6085-202, in a laparoscopic robotic hysterectomy when the retractor elevator broke free from the device and into the patient's abdomen until it could be retrieved by the surgeon and a scrub with the grasper through the vaginal cuff. The procedure was completed with no further complications, surgical delay or patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse event has occurred.